Event description:
It was reported that this right ventricular (rv) lead was explanted approximately four months after implant due to an unknown reason. The patient was successfully implanted with another rv lead. Other than the surgical procedure, no additional adverse patient effects were reported. This rv lead has not been returned for analysis. Additional information was received that the health care professional (hcp) chose to use a new lead due to this rv lead exhibiting high capture threshold. This rv lead was disposed of and will not be returned. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted approximately four months after implant due to an unknown reason. The patient was successfully implanted with another rv lead. Other than the surgical procedure, no additional adverse patient effects were reported. This rv lead has not been returned for analysis.